Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Following a successful procedure when the dragonfly optis catheter was withdrawn, black-colored, fiber-like objects were noted in the y-connector. The procedure was completed without further use of the catheter with no adverse patient consequences. There was no difficulty inserting or withdrawing the catheter, and the device did not appear damaged. A non-abbott guiding catheter, syringe, and guidewire were used with the catheter.

Manufacturer narrative:
Several small black pieces of suspected material were returned, and ftir-atr determined that the returned material was not from a dragonfly optis device. The dragonfly optis catheter was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.